Manufacturer narrative:
Evaluation summary: the infusion pump was evaluated for flow accuracy in the united kingdom at various infusion rates. The results were within specs.

Event description:
The infusion pump was involved in an underdelivery of solution while in clinical use. Reportedly after 18 hrs of infusing a chemotherapy solution at a programmed rate of 60 ml/hr, the pump displayed 9 ml remaining to be infused, however, approx. 800 ml remained in the solution container. No pt injury was reported.